Event description:
It was reported that suddenly during the procedure, the operator was unable to torque the guidewire. After pulling back the guidewire, the distal segment was found to be broken and was retrieved in the microcatheter. There were no adverse consequences to the patient.

Manufacturer narrative:
Based on the results of the DHR review, there is no indication that the device, labeling or packaging failed to meet its specifications when released. From the condition of the guidewire the functional evaluation could not be performed. The anomalies found on the product are known to adversely affect the functional performance. The device was stated to be in good condition and was prepared according to the dfu specifications. The reported issue is covered in the device directions for use. The risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The synchro guidewire was examined and it was observed that the guidewire was returned in two fragments. The guidewire polytetrafluoroethylene coating was examined and it was discovered that the polytetrafluoroethylene was peeled off. The condition of the returned guidewire observed during product inspection suggests that excessive torque and manipulation during use resulted in the observed damage. Due to this observation, an assignable cause of handling damage was assigned to the reported event.

Manufacturer narrative:
Subject device is not available.

Event description:
It was reported that suddenly during the procedure, the operator was unable to torque the guidewire. After pulling back the guidewire, the distal segment was found to be broken and was retrieved in the microcatheter. There were no adverse consequences to the patient.